Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. Customer addressed elevated bg by a correction bolus via manual insulin therapy, changed infusion set and the cartridge and was given water. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.